Manufacturer narrative:
The power switching board assembly was returned to the manufacturer for analysis. Analysis found that when the board was installed into a system and tested, the system functioned normally and imaging was successful. No fault found. The pleora was returned to the manufacturer for analysis. Analysis found that when the pleora was installed into an imaging system, the system readied and 2d imaging was successful however a frame rate error message was displayed after performing images. After clearing the error, imaging was normal. Pleora causes the intermittent frame rate error and stand alone mode. Analysis found that the reported event was related to a electrical issue. The system control board assembly was returned to the manufacturer for analysis. Analysis found that when installed into a system, the system readied and was functioning normally. E-stop was able to clear and other values increase and decrease normally. Imaging could be acquired with hand switch and foot switch. No fault found. The pedal foot switch was returned to the manufacturer for analysis. Analysis found that physical damage was confirmed via visual inspection. The foot pedal top cap was missing screws. No functional problem found. Images were acquired successfully and image retrieval functioned normally. Analysis found that the reported event was related to a physical damage issue.

Manufacturer narrative:
The ethernet port was returned to the manufacturer for analysis. Analysis found that the ethernet port passed bench test. It powered on and internet signal was supplied to port and link/act was activated. Internet signal was available and accessible at all ports. No fault found. The fuse was returned to the manufacturer for analysis. Analysis found that all fuses were good. When installed fuses and power board in an imaging system, it readied and provided power to viewing station peripherals and ias. No fault found.

Manufacturer narrative:
The mvs interface cable was returned to the manufacturer for analysis. Analysis found that cable passed continuity test. When the cable was installed in an imaging system, system readied as expected. Charging, motion, x-ray, imaging and communication were successful. No fault found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that multiple components on the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the pendant of the imaging system displayed that the imaging system was in standalone mode. It was noted that the issue occurred after powering on the system and connecting the viewing station of the imaging system to the imaging system. There was no patient present when this issue was identified. No additional information was provided.